Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, in-house contour test strips from lot # 8lj3b02a were tested with the in-house contour meter, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Section a4 was left blank as the customer's weight was not provided. This event is related to MDR 1810909-2019-00371.

Event description:
The customer reported that his contour meter gave a difference of 100 mg/dl to 200 mg/dl between his blood glucose readings obtained within 10 minutes. The customer stated that he called his girlfriend for help, who found him laying on the floor as he was unable to move his hands, was sweating and disoriented. The customer was taken to the hospital. The medical staff required one hour to stabilize him. The customer could not remember the treatment provided to him in the hospital to stabilize his glucose levels. The customer was hospitalized from (B)(6) 2019. A replacement meter kit was sent to the customer. The device involved in this event is not expected to be returned as the customer discarded the meter and did not have strips with him.